Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A field service engineer (fse) found that the station was powered off and that matrix drawer 3 and matrix drawer 4 were not detected on the bus. The back panel was removed, and the controller board for drawers 3 and 4 was replaced. Once completed, a technical support specialist was contacted to configure the new board. After the configuration was completed, the hardware was rebooted, tested, and performed successfully to resolve the issue. The system functioned as intended after the field service engineer and technical support specialist had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the drawer 2 was not opening and found that the main cabinet were in offline. The customer additionally observed that after reboot the drawers 3 and 4 were also not populating. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the drawer 2 was not opening and found that the main cabinet were in offline. The customer additionally observed that after reboot the drawers 3 and 4 were also not populating. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.